Manufacturer narrative:
(B)(4). Batch: r5a08p. Additional information received: to clarify "only 3 rows of staples were deployed", did the device start to deploy staples and cut but could not be completed (partially fire)? Or, were there staples missing from the staple line after the device completed the firing sequence? It seems that these ¿staples missing from the staple line after the device completed the firing sequence?¿ was what happened. Investigation summary: the analysis results showed that three ecr60b reloads were received. The reloads were received with no apparent damage and fully fired. As the returned reloads were received fully fired, no functional test could be performed due to the condition of the reloads. Event described could not be confirmed as the cartridges were received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure, the surgeon fired the third reload with the powered echelon, he noticed that only 3 rows of staples were deployed. A new reload was opened. Unknown if the procedure was delayed or completed successfully. There were no adverse consequences for the patient.